Event description:
Patient reported to neuronetics that she had experienced debilitating migraines, worsening depression and suicidal ideation after receiving tms treatments. The patient discontinued treatment after her 10th session.

Manufacturer narrative:
Based on the information provided, no conclusion can be made on how tms may have caused or contributed to the patient's conditions.